Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "battery charge current seems inaccurate" was not confirmed nor reproduced during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed the device has not been previously sent into service for the reported condition.

Event description:
The facility reported a colleague infusion pump with a malfunction of "battery charge current seems inaccurate." This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it is known that it occurred in the general patient ward. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.